Event description:
The pt experienced a right limb tremor. The pt went to the hospital and the health care professional found "the impedance between both lead point and ipg were higher than 2000." The hcp changed the parameter but this did not resolve the issue. The hcp suspected "a link in the loop circuit." The device was explanted and replaced. After replacement the pt was experiencing back pain. An x-ray was taken and did not reveal any breakage. The pt was undergoing rehabilitation. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.